Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 202012141 experienced by partners healthcare system- brigham womens hospital on (B)(6) 2021. The only information received was that the ¿ vcare device broke apart¿, the procedure was successfully completed and there is no indication of patient impact or injury. Clarification received notes that during a total laparoscopic hysterectomy, after approximately 1 hour of use, while removing the uterus, the green cervical & blue uterine cups and the balloon all slid off the shaft. All parts of the vcare were removed from the patient. The green cervical cup was not sutured in place when the issue occurred. The additional information received does not impact the reporting determination. Although there is limited information on this reported issue, due to previous filings for similar events with this device, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence .

Manufacturer narrative:
Investigation of the customer's complaint is confirmed. Conmed received one 60-6085-201a opened in original packaging. The lot number of the device 202012141 was verified. A visual inspection found the v-care was returned with the uterine balloon partially detached from the v-care tube. The green cervical cup was slightly damaged with the material deformed in several areas around the rim of the cone. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. (B)(4).the instructions for use (IFU) provide the user with information regarding proper care & use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare & replace it with a new vcare. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. The IFU gives direction for removing the vcare after use including: the surgeon should visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
This report is being resubmitted following an unsuccessful submission attempt on (B)(6) 2021 due to system error. The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 202012141 experienced by partners healthcare system- brigham womens hospital on (B)(6) 2021. The only information received was that the ¿ vcare device broke apart¿, the procedure was successfully completed and there is no indication of patient impact or injury. Clarification received notes that during a total laparoscopic hysterectomy, after approximately 1 hour of use, while removing the uterus, the green cervical & blue uterine cups and the balloon all slid off the shaft. All parts of the vcare were removed from the patient. The green cervical cup was not sutured in place when the issue occurred. The additional information received does not impact the reporting determination. Although there is limited information on this reported issue, due to previous filings for similar events with this device, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence .